Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
It is unknown if the sample is available for evaluation. Argon is awaiting a response from the user facility. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
During removal, the catheter broke approximately 4 cm from the hub. An estimated 15cm portion remained in the baby's saphenous vein and about 1cm protruded from the skin. This incident occurred on (B)(6). After (B)(6), withdrawal attempts were repeated every two days without success. The protruding part of the catheter would stretch without really coming out and then retracted to its initial outer portion i.e. 1cm. The catheter is still in the patient and has been completely in the vein since (B)(6). Control ultrasounds have been performed and the patient is continuously monitored. The baby will have to go to the operating room next week to remove the catheter under general anesthesia. Concerns for the family and the healthcare team. Surgery scheduled for (B)(6) 2021.